Manufacturer narrative:
B.3. Date of event: event date was not reported. An estimated date of 05/01/2023 was used. Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There was blood present to the shaft of the device. There were numerous hypotube and shaft kinks to the device. There were numerous flattened shaft segments to the device with twisting present. Photo media depicts a portion of multiple devices of which indicate flat shaft, kinked shaft, kinked hypotube. The media provided does not show a separation and therefore, cannot confirm the reported event. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft broke. Vascular access site was obtained via first radial artery. The de novo, target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the shaft broke outside the patient. The procedure was completed with a non-boston scientific device and the patient was in good condition after the procedure.

Manufacturer narrative:
B.3. Date of event: event date was not reported. An estimated date of (B)(6) 2023 was used.

Event description:
It was reported that the shaft broke. Vascular access site was obtained via first radial artery. The de novo, target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the shaft broke outside the patient. The procedure was completed with a non-boston scientific device and the patient was in good condition after the procedure.